Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract leading to blood leak. The following information was provided by the initial reporter: needle sluggish when retracting during safety allowing blood to leak from hub.

Manufacturer narrative:
Material information and annex codes updated. Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of slow needle retraction could not be confirmed from the returned sample. One insyte autoguard needle from lot number 4150600 was provided for investigation. The needle was received fully retracted. A functional test showed that the needle retracted within specification. The condition of the returned device may prevent confirmation of the reported issue. Once the needle fully retracts, the reported issue may not be possible to replicate. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction issues and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.